Event description:
It was reported that during a surgery, after the trocar was installed into the vertebral, both side of the balloon were inflated to 4cc, but the expansion was insufficient. So, an additional approximately 0.5cc was added. After that, the balloon was deflated and removed from the trocar but the balloon on one side could not be removed. The trocar was reinstalled and the surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.